Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a malfunction alarm occurred. The malfunction alarm was cleared after the pump was reset. There was no reported adverse impact to the customer's blood glucose level.